Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and ventricular tachycardia (vt) defibrillation shock for detecting atrial fibrillation (af) with rapid ventricular response (rvr). The patient was inappropriately shocked and suffered a fall. A follow up with the patient¿s healthcare provider yielded that the patient underwent af ablation. The device remains in use. No further patient complications have been reported as a result of this event.